Event description:
It was reported that the patient with this pacemaker underwent a cardioversion. After the cardioversion a seven to eight second period of asystole was observed. The exact cause of the asystole was unknown; however, the device was checked following the procedure and the device was functioning normally. The patient was not pacemaker dependent but needed pacing support following the cardioversion. It was speculated that the patient's myocardium could not respond to the pacing due to the high energy from the cardioversion. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this pacemaker underwent a cardioversion. After the cardioversion a seven to eight second period of asystole was observed. The exact cause of the asystole was unknown; however, the device was checked following the procedure and the device was functioning normally. The patient was not pacemaker dependent but needed pacing support following the cardioversion. It was speculated that the patient's myocardium could not respond to the pacing due to the high energy from the cardioversion. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.